Manufacturer narrative:
H3, h6) the instrument was returned and analysis confirmed the reported event. The returned straight suction was not able to verify when attached to a known good tracker. The suction displayed a divot error of 2.5 millimeters (mm) to 2.6mm. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported during an inspection, a magnetic field freeze occurred in the otolaryngology software. There was no more magnetic field recognition. After restarting, the magnetic field stabilized, but it was confirmed that the straight suction could not be verified. There was patient involvement.